Event description:
Customer reported a call to paramedics for the assistance with an alarm. Customer was in the prime process when the alarm occurred. The current blood glucose reading is 147 mg/dl. The insulin pump alarmed no delivery. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.